Event description:
On (B)(6) 2025, a patient underwent an t ultrasound guided cyst percutaneous drainage catheter procedure using the navarre opti drain. It was reported that sometimes post procedure the drainage catheter connector allegedly fractured completely into two pieces. Additionally, there was fluid leak and extravasation noted invitro. The procedure was completed by using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photo was provided for review. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture, material separation and fluid leak issues for all the three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided cyst percutaneous drainage catheter procedure using the navarre opti drain. On (B)(6) 2025, sometime post procedure it was reported that the drainage catheter connector allegedly fractured completely into two pieces. Additionally, there was a fluid leak and extravasation also noted invitro. The procedure was completed by using another device.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.